Event description:
It was reported that during pre-surgery, it was observed that the motor device was not working. There as minimal delay to the planned surgical procedure. The duration of the delay was not specified. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose was damaged by the muffler and there was motor rub. It was determined that this was due to pulling the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.